Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)) with chronic renal failure underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that a patient suffered cardiac tamponade. There was no major change during procedure; it was noted after completion of treatment. The patient¿s blood pressure recovered after pericardial drainage and the prognosis was good. The physician commented that cause may be excessive contact at the bottom of the ramus intermedius (ri). Additional information was received indicating the adverse event was discovered post use of biosense webster products. The patient outcome was improved, and did not require extended hospitalization because of the adverse event. A smartablate generator used in the case and does not need service. A transseptal puncture was performed with a rf needle. Ablation was performed before the cardiac tamponade was noticed and there was no evidence of a steam pop. No error messages were observed on biosense webster equipment during the procedure. The irrigated catheter used in the event had flow settings at pre 0sec and post 1sec. The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. Force visualization features contact force (cf) board, real time graph and vector were used. The visitag module parameters for stability were set at rage: 1.5mm, time: 5sec force over time (fot) of 50%/6g and tag size: 4mm with respiration adjustment and color options of low 450 and high 500.

Manufacturer narrative:
It was reported that a 63-year-old female patient (34kg) with chronic renal failure underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that a patient suffered cardiac tamponade. There was no major change during procedure; it was noted after completion of treatment. The patient¿s blood pressure recovered after pericardial drainage and the prognosis was good. The physician commented that cause may be excessive contact at the bottom of the ramus intermedius (ri). Device evaluation details: on 22-apr-2022, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection of the device was performed following bwi procedures. Visual analysis revealed that the tip was cut off and not returned for analysis. Tests could not be performed due to returned condition of device. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).